Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level (bg) was 540 mg/dl. Customer intended to deliver a correction bolus to address bg.